Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 3003306248-2011-00003. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on centrimag system support on (B)(6) 2011. It was reported that during bilateral centrimag support of a patient, the centrimag primary console supporting the right heart had stopped when the ac power was removed. The console was plugged back into ac power but the pump did not restart and a burning smell started to emit from the console. The patient was then switched over to a second primary console and second centrimag motor which also failed to restart the pump. The perfusionist also reported the option to set the pump rpm was not available with the second primary console even after powering the unit on/off multiple times. The patient was then switched back to the original centrimag motor but stayed with the second primary console which did restart the pump. The perfusionist also reported an unusual "motor disconnected" message during the first few minutes after the pump was restarted. The patient was without right heart support for approximately 20 minutes. No ill effects were reported while the patient was not on support. The patient expired on (B)(6) 2011 for cause unrelated to the centrimag equipment. It was not known on what date or whether the patient was weaned off the centrimag equipment prior to the patient expiring, and therefore, it cannot be determined how long the patient was supported by the centrimag system.